Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective magnetic resonance imaging (MRI) compatibility and new technologies. A revision was performed and the ipg swap went as planned. Device will not return since it was retained per the facility. No additional adverse patient effects were reported, patient is fully recovered and happy with stimulator. Additional information was received stating that this spinal cord stimulation (scs) system was replaced due to an elective upgrade. Ipg swap went as planned. Patient post op status is fully recovered and happy with stimulator. Explanted device will not return because hospital retained it and electrocautery was used for exposure but not once the new ipg was implanted.

Manufacturer narrative:
Correction to the initial MDR in b5 (describe event or problem) and h11.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.